Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement with two proglide devices were attempted in the right common femoral artery via 6fr sheath using the preclose technique prior to an impella procedure. Reportedly, the first proglide device was successfully placed. The sutures of the second proglide device were deployed; however, when backing the device out of the patient anatomy, the ¿floppy tip¿ could not be removed. Slight force was used to remove the proglide device from the patient anatomy, with no vessel damage. Although there was no damage to the first successfully placed suture, it was decided not to proceed with proglide closure. A cut down was performed to remove the sutures of both proglide devices. The procedure was completed and the artery was ultimately sutured closed to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.